Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10:  product ID d-evolutfx-34 (lot: 0012792523); product type: 0195-heart valves; implant date n/a; explant date n/a h2 h3 h6 additional codes image review: one static image was provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that during the implantation attempt, one recapture was performed due to inadequate depth, and the valve was implanted after the second attempt. According to the documentation provided, an infold was observed after release prompting a post implant dilatation. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Despite post implant dilatations, the infold did not resolve and consequently a non-medtronic had to be implanted. Images of the non-medtronic valve implant were not made available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, no misload was observed during the fluoroscopic check. The valve was recaptured to reposition. A procedural delay resulted from the infold of the valve.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, pre-implant dilatation was performed with a 24 millimeter (mm) balloon. The first valve position was at an implant depth of 1mm on the non-coronary cusp (ncc) and 0mm on the left coronary cusp (lcc). Subsequently, the valve was recaptured. The second valve position was 4mm on the ncc and 6mm on the lcc, and the valve was implanted. After release, an infold was observed. Post-implant dilatation was performed with a 24mm and then 25mm balloon, but the infold was not resolved. Subsequently, a non-medtronic 26mm valve was implanted successfully. No patient complications have been reported as a result of this event.